Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 352 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer performed high pressure test and able to passed the test. The insulin pump will not be returned for analysis.